Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the revision surgery was performed by replacing the head, the stem, and the liner due to the mating failure at the neck junction, caused by alval (date of primary surgery and the revision surgery were unknown). No further information was provided by the hospital.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no product was returned. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot: null. Device history batch: null. Device history review: null. If information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.